Event description:
It was reported that a patient presented in-clinic with syncopal episodes caused by oversensing non-cardiac signals and inhibition of pacing. Programming changes were made. The patient was doing fine afterwards.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information noted that the right ventricular lead exhibited loss of capture. The physician was uncertain if the issue was due to the implantable cardioverter defibrillator or the lead. Both products were explanted and replaced. No further information was available.